Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) female patient. Medical history was not reported. Historical medication included human insulin isophane suspension 70%/human insulin 30% for the treatment of diabetes mellitus discontinued, for unknown reason, around 2011. Concomitant medication was not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) subcutaneous injections (humalog mix 25 100iu/ml) from a cartridge, 32 unspecified units each morning and 26 unspecified units each evening for the treatment for diabetes mellitus starting in 2011. The patient also received insulin lispro, (rdna origin) subcutaneous injections (humalog 100iu/ml), from a cartridge, via a humapen ergo teal/clear device, 12 unspecified units each morning, 7 unspecified units at noon, and 8 unspecified units each evening, and also received insulin glargine (insulin glargine), 30 unspecified units before night sleep, both for the treatment of diabetes mellitus, beginning on (B)(6) 2016. Around 1999, humapen ergo was obtained. Around dec-2015, the pen cartridge could not hold with injection pen tightly, and the depression button was hard to depress ((B)(4)/ lot 0307a03). It was reported that she took her last insulin lispro protamine suspension 75%/insulin lispro 25% dose on (B)(6) 2016. She experienced high fever and blood glucose which could not decrease (values, baseline and reverence ranges not reported) and on (B)(6) 2016 (due to the events) she was hospitalized. On the same day, she began to receive insulin lispro and insulin glargine. On an unspecified date, and during hospitalization, she experienced hypoglycemia (values not reported) after she began taking insulin lispro and insulin glargine. On (B)(6) 2016, insulin glargine dose was decreased to 28 unspecified units, per physician indication. By (B)(6) 2016, she was still hospitalized. Information regarding corrective treatment, events outcome and insulin glargine status was not reported. Insulin lispro treatment continued. The user of the humapen ergo and his/her training status was not provided. The general and suspect device use was not provided, but it was obtained around 1999. The device was returned on 06-jul-2016. The reporting consumer did not know if the events were causally related to insulin lispro protamine suspension 75%/insulin lispro 25%, insulin lispro, or to insulin glargine treatments, and did not provide any relatedness opinion between the events and humapen device. Update 07-jul-2016: additional information received on 06jul2016 from the global product complaint database added the (B)(4) with lot 0307a03 which updated the device to a humapen ergo teal/clear; added the device was returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Edit 08-jul-2016: upon review; device age was changed to 16-17 years, date when the device was obtained and when it had the compliant were added to the narrative for reporting purposes. No additional changes performed. Update 13-jul-2016: information received on 08-jul-2016 from the initial reporter. It was reported that the reporter did not want to provide further information; therefore follow-up questions were not answered. No other changes performed.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 18aug2016 in the describe event or problem. Field. Evaluation summary a female patient reported the injection button of her humapen ergo device was difficult to push down when the cartridge was tightly attached to the pen body. The patient experienced increased blood glucose levels. Investigation of the returned device (batch (B)(4), manufactured july 2003) found an unknown, hair like foreign material on the internal parts of the device; the foreign material caused the dose force to be high. The foreign material was not related to the manufacturing process. The device was beyond usable life. Although the exact duration of use was not provided, the device could have been used for up to 13 years, based on the manufacturing date. The humapen ergo user manual states the device was designed to be used for up to 3 years after first use. In addition, the user manual describes the proper care and storage of the device. There is evidence of improper use. The patient used the device beyond its approved use life, and foreign material contamination occurred while in the field. These may be relevant to the complaint which led to the increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) female patient. Medical history was not reported. Historical medication included human insulin isophane suspension 70%/human insulin 30% for the treatment of diabetes mellitus discontinued, for unknown reason, around 2011. Concomitant medication was not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) subcutaneous injections (humalog mix 25 100iu/ml) from a cartridge, 32 unspecified units each morning and 26 unspecified units each evening for the treatment for diabetes mellitus starting in 2011. The patient also received insulin lispro, (rdna origin) subcutaneous injections (humalog 100iu/ml), from a cartridge, via a humapen ergo teal/clear device, 12 unspecified units each morning, 7 unspecified units at noon, and 8 unspecified units each evening, and also received insulin glargine (insulin glargine), 30 unspecified units before night sleep, both for the treatment of diabetes mellitus, beginning on (B)(6) 2016. Around 1999, humapen ergo was obtained. Around (B)(6) 2015, the pen cartridge could not hold with injection pen tightly, and the depression button was hard to depress (product complaint 3703490/ lot 0307a03). It was reported that she took her last insulin lispro protamine suspension 75%/insulin lispro 25% dose on (B)(6) 2016. She experienced high fever and blood glucose which could not decrease (values, baseline and reverence ranges not reported) and on (B)(6) 2016 (due to the events) she was hospitalized. On the same day, she began to receive insulin lispro and insulin glargine. On an unspecified date, and during hospitalization, she experienced hypoglycemia (values not reported) after she began taking insulin lispro and insulin glargine. On (B)(6) 2016, insulin glargine dose was decreased to 28 unspecified units, per physician indication. By (B)(6) 2016, she was still hospitalized. Information regarding corrective treatment, events outcome and insulin glargine status was not reported. Insulin lispro treatment continued. The user of the humapen ergo and his/her training status was not provided. The general and suspect device use was not provided, but it was obtained around 1999. The device was returned on 06-jul-2016. There was evidence of improper use as the device was used beyond its approved use life, and foreign material contamination occurred while in the field. The reporting consumer did not know if the events were causally related to insulin lispro protamine suspension 75%/insulin lispro 25%, insulin lispro, or to insulin glargine treatments, and did not provide any relatedness opinion between the events and humapen device. Update 07-jul-2016: additional information received on 06jul2016 from the global product complaint database added the product complaint (B)(4) with lot 0307a03 which updated the device to a humapen ergo teal/clear; added the device was returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Edit 08-jul-2016: upon review; device age was changed to 16-17 years, date when the device was obtained and when it had the compliant were added to the narrative for reporting purposes. No additional changes performed. Update 13-jul-2016: information received on 08-jul-2016 from the initial reporter. It was reported that the reporter did not want to provide further information; therefore follow-up questions were not answered. No other changes performed. Update 18-jul-2016: information received on 15-jul-2016 from the initial reporter. The reporter did not want to provide any information; therefore follow-up questions were not answered. No additional adverse event information was received. Update 25-jul-2016: information received on 21-jul-2016 from the affiliate. It was reported that the patient was called for several times but did not pick up the phone; therefore follow-up questions were not answered. No other changes performed. Update 18aug2016. Additional information received 17aug2016 from the product complaint safety database. To the device tab added manufacture date, changed improper use to yes, malfunction to yes, not cirm,added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.